Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention at a physician¿s office due to hyperglycemia. The patient reported that blood glucose levels rose to above 13.9 mmol/l (250 mg/dl) while wearing the pod for an unspecified amount of time. The patient stated that both they and their endocrinologist believed the pods were not properly administering insulin. Reported symptoms included feeling unwell, polyuria, and polydipsia. The patient attempted to correct high glucose levels using the pod; however, glucose levels did not decrease, prompting the physician visit. At the appointment, the physician administered insulin and monitored the patient until blood glucose levels decreased; the visit was same day with no admission required. No further information was provided.